Event description:
It was reported that a patient presented to clinic for follow up. Device interrogation revealed anti-tachycardia pacing (atp) failed to convert the patient's rhythm. The patient's rhythm was successfully converted by high voltage therapy from the device. Programming changes were performed to resolve the issue. The patient condition was stable.